Event description:
A report of an event has been received that occurred in (B)(6). Surgeon was performing surgery and chamber collapsed. Localized macular detachment. The event is under investigation and there is no further information at this time. A supplemental will be reported.

Manufacturer narrative:
The investigation of the log files of this incident could not determine how the irrigation was switched off. However, we have received similar incidents that supported determining the root cause of the irrigation that is switched off. The eva system of a similar incident in austria was running on a newer software version and therefore had a more detailed log files. These log files indicated that the irrigation was turned off by using the foot pedal switch which was programmed to turn on and off the irrigation. It is suspected that this has also happened during this event. The eva system of a similar incident in belgium has been observed during different surgeries on (B)(6) 2018 and no issues were observed. The eva was functioning within specifications. Based upon above information it is concluded that the irrigation is not switched off by the eva system itself.

Manufacturer narrative:
We have received additional information. The settings were incorrect: automatic infusion compensation (aic) was too low and the vaccuum was too high. Irrigation turns itself off by itself. Review of the log files of 2016 determined that the settings were already incorrect at that time and therefore it is not suspected to be the cause of the complaint. A dedicated team has been assembled by (B)(4) to investigate and address the irrigation that turns off by itself.